Event description:
The lay user/patient contacted lifescan in 2007 and alleged that the display on his one touch ultrasmart was cloudy. The medical affairs specialist was unable to reach the patient after several attempts via phone. A letter was sent to the address provided. The patient reported that the alleged issue first occurred in approx three months earlier (specific date/time not provided). The patient was cleaning the meter with 'windex' cleaning solution. He was not experiencing any symptoms of high or low blood glucose at the time of concern, but sometime two months prior to original date, he went to the emergency room where his blood glucose level on the ER meter was 550 mg/dl. He was treated with IV (patient did not remember what was given through the IV). At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. This complaint is being reported because the patient alleged that the display of his meter was cloudy and his blood glucose level at the hospital was 550 mg/dl. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.